Event description:
At end of procedure patient was noted to have a 3 inch burn surrounding the incision. Surgeon found light from the microscope to be very hot and probably caused the burn. Surgeon had set it at high power. Representative from zeiss determined the microscope was functioning properly.